Event description:
Report # 2 of 2. "The driver is getting too deep. The screw was not well connected to the driver and the thread is too short to catch on the screw thread." Additional information was received: during the surgery for a scaphoid fracture repair, the surgeon took out the screw, because it came loose from the driver and tried to fix fracture from k-wires. There was no patient injury. Surgery was delayed by approximately 45 minutes due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation . An investigation has been initiated based on the reported information.